Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013; 4968-60 implantable pacing lead, implanted: (B)(6) 2013; 694765 implantable tachy lead, implanted: (B)(6) 2009. (B)(4).

Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from a mortuary with information indicating the patient is deceased. Further review of the manufacturer¿s database indicated the patient died less than three months after device and left ventricular lead were implanted. Additional information obtained indicated the cause of death as cardiopulmonary arrest, ventricular arrhythmia and severe coronary artery disease. Additional information related to the circumstances of patient death have been requested and not received.

Manufacturer narrative:
Product event summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.